Event description:
Information received a smiths medical breathing/portex general anesthesia bag malfunctioned. During the pre-use check, leakage of air from the product was detected though the pinhole (or the tear) was unable to be seen. So the customer did not use the product. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which is not the original package. Sample was submitted to leak test inspection per specification qp dabb rev.009 disposable anesthesia breathing bag / section 1.5 retention test. Leak test: leak test inspection was performed on the returned device using equipment manometer ID# 8.0581 (calibration due date 01/2022). Results: the device doesn?t present any leakage. Based on the leak test results, the reported nonconformance is not confirmed. No mitigation actions since the investigation did not reveal the failure reported. Lot met the requirements to release the lot with no deviations identified during their manufacturing. Action taken: no corrective actions were taken since the investigation did not reveal the failure reported the cause of the reported problem could not be determined.